Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as this is not an implantable device (cartridge). Section d6b: if explanted, give date: not applicable, as this is not an implantable device (cartridge). Device evaluation: visual inspection under magnification revealed that the complaint cartridge was received with the cartridge tip cracked, in a way consistent with a cartridge tip that was punctured by the plunger rod. Further inspection revealed that the cartridge did not have viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint and observed issue. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the side of the cartridge split. It is unknown if there was patient contact. The product investigation was completed on jun 20, 2023. The product evaluation confirmed that the cartridge tip was cracked. No further information was provided.